Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: broken on radius side assessed as surgical impact opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: stress marks observed. Creases were observed.

Event description:
Healthcare professional reported right side rupture. Additionally healthcare provider reported capsular contracture baker grade unknown. Device explanted.